Event description:
Procedure performed: unknown. Event description: a part from the product detailed became detached during an operation and remained in the patient. This was thankfully found and removed before the surgeon closed up the patient. Additional information provided by nhs national services scotland, via email 06mar20: a value from the product detailed below became detached during an operation and remained in the patient. This was thankfully found and removed before the surgeon closed up the patient. We are contacting the sales rep to inform of the issue. Samples available. Additional information received from user facility via email on 09mar20: it was the clear collar that sits inside the rubber duck bill valve. The entire clear collar fell out when gauze was pushed through the seal housing to clean the cannula during the procedure. The detached item is clear coloured. Initially a camera scope was being used but a piece of gauze was pushed through using a grasper to clean the canula. Additional information provided by team member via email on 09mar20: "the event sample was retrieved by territory manager [] from [user facility] on friday 6th march and will be returned to applied medical for investigation." Intervention: component removed. Patient status: no patient injury, procedure completed.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the returned unit confirmed that the shield, an internal plastic component of the seal, had separated from the seal. Engineering also observed that part of the septum, an internal rubber component of the seal, was fragmented. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of an asymmetrical instrument (grasper with gauze) through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: a part from the product detailed became detached during an operation and remained in the patient. This was thankfully found and removed before the surgeon closed up the patient. Additional information provided by (B)(6), via email 06mar20: a value from the product detailed below became detached during an operation and remained in the patient. This was thankfully found and removed before the surgeon closed up the patient. We are contacting the sales rep to inform of the issue. Samples available. Additional information received from user facility via email on 09mar20: it was the clear collar that sits inside the rubber duck bill valve. The entire clear collar fell out when gauze was pushed through the seal housing to clean the cannula during the procedure. The detached item is clear coloured. Initially a camera scope was being used but a piece of gauze was pushed through using a grasper to clean the canula. Additional information provided by team member via email on 09mar20: "the event sample was retrieved by territory manager [] from [user facility] on friday 6th march and will be returned to applied medical for investigation." Intervention: component removed. Patient status: no patient injury, procedure completed.